Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured and could not be inflated after delivery. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and tactile examination found a severe kink at 82mm distal of the guidewire port. Solidified media was also present in the inflation lumen. A visual examination identified the balloon to be tightly wrapped. Due to the presence of solidified media in the inflation lumen of the device, an attempt to inflate the balloon was not successful. The device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the media before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a hole in the balloon material under the balloon pad at the site of the blade break point. The blade pad was found to be lifted and raised at this point. The rated burst pressure for this device is 12 atmospheres as per wolverine label specification. All blades were intact within their pads. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the moderately tortuous and moderately calcified mid-left anterior descending artery. A 15mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, at first inflation, it was noted that the balloon ruptured and could not be inflated after delivery. The balloon was removed from the patient's body without any problem and the procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.